Event description:
It was reported from colombia that during an unspecified surgical procedure, it was discovered that the power cable of the radiofrequency console on the vapr generator ea (115001) device was exposed and sparking. It was reported that there was a slight delay in surgery to obtain a spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4, UDI: the lot number was unknown; therefore, the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. Investigation summary: a photo was returned to j&j medtech orthopaedic for evaluation. The j&j medtech orthopaedic team conducted a visual inspection of the returned photo. After the photo visualization, it was observed only the back part of the device in which was noted that the cable is damaged, the wires appear to be exposed. The overall complaint was confirmed as the observed conditions of the vapr generator ea (115001) would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to the continuous and heavy use, therefore the cord was damaged, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, UDI: serial number: the device serial number and the UDI has been updated accordingly.